Event description:
It was reported the patient had inflammatory pain at the pocket cicatrice. Stimulator dispositive ablation was done (B)(6), 2014 and the stimulator was noted as left in place. After the ablation the pain persisted. Patient outcome was not noted. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).